Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a button error. The caller was a friend of the customer who bought the insulin pump from the customer. The caller was advised that the insulin pump is a medical device requiring a prescription and the caller disconnected.